Event description:
It was reported that the stimulation initially worked well to relieve the pt's occipital nerve neuralgia. Within a few weeks, the device worked only intermittently and shortly thereafter "failed" completely. An x-ray showed that lead has become detached. No other symptoms or outcome were reported. A f/u report will be submitted if add'l info becomes available.